Event description:
Alaris IV pump alarmed "channel error". IV tubing was reinserted and alarm re-sounded. The channel and brain of the IV were checked several times and alarmed "channel error" each time. Changed IV bag, tubing, pump and channel. No pt injury.